Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed severe abrasion marks at several positions of the lead segments. Furthermore, cuts and insulation damage were identified, which originated most like from the explant procedure using electrocautery. The insulation was separated into two parts at approx. 4 cm distal to the is-1 connector pin. The outer coil was found strongly deformed and partly fractured in this region. Furthermore, the inner conductor coil was found deformed at 1.5 cm distal to the is-1 connector pin. The distal part of the lead was kinked. Based on the symptoms, it is reasonable to assume that these damages resulted from the explant procedure. A stylet intended for use with the lead was inserted but could be advanced only 4 cm towards the tip of the lead. Thus the functional test of the helix fixation mechanism was not properly feasible. During the electrical analysis low impedance was measured due to the above described coil damages. Apart from the described extraction damages, no deviations were noted. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 29 months after the implantation the lead was explanted due to suspected breakage.